Event description:
The hcp reported the pump was explanted due to an infection. The pt was treated with IV antibiotics. A follow up report will be sent when additional info is rec'd.

Event description:
Additional information from the hcp reports the patient presented in 09/2005 with redness, swelling, and pain of the device pocket. No culture was done. The patient was treated with both IV and oral antibiotics. The infection is reported to have resolved with "no previous mrsa infection."